Manufacturer narrative:
D4 UDI (B)(4). Device evaluation: one device received for investigation. Visual inspection performed and device was received in with a missing airmix knob due to a broken cam switch. The device contains normal wear and tear due to the age of the device. The reported issue was duplicated, the airmix switch is broken. Impact to the device is the cause of the reported complaint. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. For all enquiries or follow-up questions related to the record, do not use regulatory.responses@smiths-medical.com located in sections g.1. Please direct those to the following: regulatory.responses@icumed.com.

Manufacturer narrative:
Date of event is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had a broken air mix knob. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.